Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Event description:
It was reported that during a minimally invasive l4-s1 lumbar fusion the matrix screw technique was followed to final tighten the screws. The surgeon proceeded to adjust the rod on the patient's right side. The locking cap at l5 would not loosen with the straight handle screwdriver. Next the t-handle screwdriver and counter-torque were used; this also would not loosen the screw. The surgeon attempted to loosen the locking cap with the technique described in the matrix technique guide with the torque handle and counter torque, the surgeon was unsuccessful. The technique with the simple persuader was then used along with ratchet t-handle and straight tip driver at which the ratchet driver failed under the force applied. A new handle was then put on the straight tip driver and the surgeon tried again. The straight tip screwdriver broke near the tip under the high force which was applied. Two small pieces of screwdriver tip were retrieved and appeared to be all accounted for. The patient was unharmed. The surgeon then decided to forgo further attempts to loosen the locking cap. This is 3 of 10 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
(B)(4)